Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) was confirmed. The root cause is due to use error. A labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
The customer contacted baxter's technical service center to report an issue of system error (se) 2240 which occurred on home choice (hc) during use. The hp had cycled power to clear se 2240 and se 2367 ending therapy. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4) and g1 and 510k number will not be provided in the emdr, because the product and lot number is unknown. The sample is not available. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.